Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿infection,¿ ¿swelling,¿ ¿mental pain,¿ ¿chronic pain, pain prior to explant procedure¿ ¿has suffered, or will suffer, painful removal procedures,¿ ¿treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, along with increased risk of alcl, fear due to risk of alcl, and any condition or symptoms associated with alcl or the prevention of that issue.¿

Event description:
Patient representative reported patient experienced ¿infection,¿ ¿swelling,¿ ¿mental pain,¿ ¿chronic pain, pain prior to explant procedure¿ ¿has suffered, or will suffer, painful removal procedures,¿ ¿treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, along with increased risk of alcl, fear due to risk of alcl, and any condition or symptoms associated with alcl or the prevention of that issue.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ disfigurement,¿ ¿disability,¿ ¿suffering;¿ these events are not related to the device. Device was explanted. This record is for the left side.